Event description:
Left nasal-body impacted in-situ dobhoff holder with granulation tissue growing around it requiring surgical removal by ent; its distal end found to be disconnected and radiologically discovered to be in terminal ileum extending into cecum thus requiring retrieval via colonoscopy after bowel prep per gi.